Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. The sample was received in used condition without the original package. The sample was received in used condition without the original package. Visual inspection found no damage or kinks in the sample. The sample received don?t present any damaged, kink, cut that could cause the failure mode reported. The sample was filled with 50 ml of water; the sample was connected to the pump to look for unusual function. No alarms were activated. Based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated, complaint is not confirmed. No root cause was determined, and no action was taken. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).